Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracies compared to blood glucose meter on (B)(6)2014. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.